Event description:
On (B)(6) 2013, an intuitive surgical inc. (Isi) clinical sales representative (csr) reported a patient injury that incurred during a da vinci si hysterectomy procedure. About 4 hours into the da vinci si hysterectomy procedure, the surgeon noticed blood coming out of the patient's external iliac vein. It was estimated to be about a 5mm injury. Pressure was put on the injured vein and the surgical staff called the vascular surgeon. When the vascular surgeon got to the operating room, the injured vein had clotted and stopped bleeding. Information detailing the events leading to the patient's vein injury were not provided. No other complications were reported. Intuitive surgical, inc. (Isi) attempted to contact the site for additional information; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the intra-operative complications experienced by the patient. This complaint is being reported because the patient reportedly sustained intra-operative bleeding during the da vinci si hysterectomy procedure. The cause of the intra-operative injury is unknown at this time.